Manufacturer narrative:
(B)(4). Investigation - evaluation a review of the complaint history, drawings, device history record, documentation, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned product shows no signs of elongation or discoloration. The separation is a clean cut. It is likely that another device such as a laser or scalpel contributed to this failure mode. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
Information was provided that the tip of device was detached and withdrew out the patient body. Although requested, the detail information regarding the patient and operation process could not be provided by the reporter. The method used to remove the detached part was also unknown as the reporter could not provide more specific information. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Information was provided that the tip of device was detached and withdrew out the patient body. Although requested, the detail information regarding the patient and operation process could not be provided by the reporter. The method used to remove the detached part was also unknown as the reporter could not provide more specific information. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.